Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following high voltage therapy delivery the cardiac resynchronization therapy defibrillator (crt-d) showed a false decrease in pacing impedances across all pacing pathways and a decrease in battery voltage. It was also noted that one day later a short circuit protection was triggered during high voltage therapy and less than programmed high voltage energy was delivered. The crt-d was explanted and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.